Event description:
The radiologist informed the manufacturer's (MFR) sales representative of the following: after tunneling the catheter from the right internal jugular, the catheter split in half after pulling back to position distal tip properly. Snare used to retrieve embolized fragment from the heart. Second device was then placed with no complications. No further details were provided.